Event description:
Customer dropped the aviva meter and it cracked into pieces. Customer picked up the meter and cut her finger. Her boyfriend took her to the hospital and "begged the hospital to give her stitches because it looked so bad." She received stitches. Customer was not admitted to the hospital. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.